Event description:
It was reported that the infection continued after numerous attempts to treat with antibiotics. The physician chose to explant the device and it was reported that the explant would occur that day. No additional relevant information has been received to date.

Event description:
Analysis of the returned lead portion was completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the patient's neck incision site was slightly infected. The physician reported that he is confident that the infection will be able to be controlled with antibiotics. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. No anomalies concerning the generator were observed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Electrical test results showed that the pulse generator performed according to functional specifications. Analysis of the returned lead is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.